Event description:
It was reported that the customer had issues with her sensor and blood glucose level reading difference. Her blood glucose level was 300 mg/dl but her sensor glucose reading was 70 mg/dl. The insulin pump was alarming of a low blood glucose level when her blood glucose level was not low. She received calibration error and change sensor alarms. The customer could see darker areas in the insulin pump's screen. It was not hard for the customer to read the screen. The transmitter was not blinking when connected to the sensor. The product will return. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed per specifications due to high readings.

Manufacturer narrative:
Reference medwatch 3004209178-2015-45558 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.